Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose. As event occurred in the past, cause of blockage could not be determined. Reportedly, customer continued pump therapy.